Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: review of the pump¿s black box data showed a history of occlusion alarms. A cartridge was loaded and primed, and the pump was exercised for 24 hours without emitting alarms or warnings. The force sensor was found to be out of calibration. Visual inspection revealed that the force sensor plate was dimpled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a force sensor issue. This report is made based on results of the investigation performed on 12/16/2013.